Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm in diameter abdominal aortic aneurysm. The proximal neck was 18-25mm in diameter and 50mm in length. The left common iliac artery was 9.9mm in diameter and the right common iliac artery was 8.8mm in diameter. It was reported that during the index procedure, another manufacturer's limb was implanted, overlapping the endurant ipsilateral limb by 3cm. On the final angiography a type iii endoleak was revealed coming from the junction site of the distal side of the main body. The physician believes that the endoleak will self-resolve after thrombosis. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The physician provided the following information. The cause for the type iii endoleak per the physician statement was related to incompatible of another manufacturer's device and the endurant device resulting in the type iii separation endoleak. A follow up CT was taken and it was confirmed that the endoleak was resolved.